Event description:
It was reported by service report that the zoom function was intermittent; mattress was not secured to the litter. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Zoom - handle weldment; velcro (missing).